Event description:
Caller reported performa nano (serial number (B)(4)) blood glucose results: 12:51 am 437 mg/dl 12:51 am hi, which on the system indicates a result in excess of 600 mg/dl 12:53 am 317 mg/dl 12:54 am 290 mg/dl 12:55 am 172 mg/dl 12:57 am 99 mg/dl using a different performa meter, same lot number of test strips. No other information was provided about this system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). (B)(6). No information was provided for other performa meter.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4). Device received in a condition which made analysis impossible. Unable to test because the strips were used.